Event description:
Equipment had been awaiting installation by hgm, since early september 1999. The co was unable to complete the install, "due to personnel problems". After repeated requests were made a rep was dispatched and he attempted to operate the laser. The unit's circuit breaker tripped and would not reset. When the case was opened, no obvious fault was seen so power was returned and an arc was seen to rise from the power supply, accompanied by a loud pop. A wire was found to have insulation damage due to contact with a metal case. This was repaired, but the system still would not work. The hgm rep said the problem was due to some "leaky" capacitors that "should never have been in the production area, as they were known to be bad..." Reporter is still waiting.